Manufacturer narrative:
Date of initial report: (B)(6) 2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device has a jaw issue with tissue sticking. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one used lf1637 ligasure device was received, and examination of the sample confirmed the reported issue. Visual inspection found excessive amounts of eschar within the jaws. Because of the additional tissue, tissue sticking occurred when the device was used to seal porcine tissue. The jaws were cleaned, and retesting of the device found no issue with tissue sticking. The investigation identified the root cause of the reported event to be from inadequately cleaning the device during use. The instructions for use included with this product cautions users to keep the instrument jaws clean, and that build-up of eschar can reduce device effectiveness. Methods to clean the jaws are also provided. If information is provided in the future, a supplemental report will be issued.